Event description:
During atrial flutter procedure, communication and impedance issues resulted in a procedural delay. It was noted that the tactiflex catheter could not be visualized. The cs catheter could be visualized, but a catheter impedance error and se port error were displayed. The ampere connect, ampere, tactiflex cable, tactisys, and the catheter were all exchanged, but the issue persisted. Port 1 and 2 were also tried, but did not resolve the issue. Replacing the amplifier resolved the issue. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x amplifier (sn: (B)(6)) was received for evaluation. The field reported event was able to be duplicated by catheter clinical visualization. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the frontplane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.